Event description:
It was reported that during central processing, the curved bipolar dissector instrument had a loose wire at the beak. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter; however, the customer could not provide any additional information.

Manufacturer narrative:
Based on the claim against the product by the customer noting a loose wire, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The curved bipolar dissector instrument was analyzed and found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. The instrument passed the electrical continuity test. No signs of thermal damage were observed. The complaint regarding loose wire was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. This complaint has changed to a reportable malfunction due to the following conclusion: the instrument had conductor wire insulation damage. The damaged/broken conductor wire has the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.